Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube lip and reservoir tube. The device had minor scratches on display window, missing end cap sticker, and missing address/serial sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump has a crack on the display screen. Customer's blood glucose level at the time 125mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.